Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the cardiovascular intervention procedure. The procedure was delayed, and it was completed by moving the patient to another room. The philips field service engineer (fse) examined the system onsite and confirmed that geometry movements partly available. Upon troubleshooting actions, fse found that that the table was locked, preventing movement of the stand. To resolve the issue, fse replaced the ethernet switch unit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were partly available as the stand movement was not possible and the table was free floating. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.